Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("dysmenorrhea") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), cervical dysplasia ("recurrent cervical dysplasia") and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed. At the time of the report, the dysmenorrhoea, cervical dysplasia and dyspareunia outcome was unknown. The reporter considered cervical dysplasia, dysmenorrhoea and dyspareunia to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("dysmenorrhea") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), cervical dysplasia ("recurrent cervical dysplasia") and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed. At the time of the report, the dysmenorrhoea, cervical dysplasia and dyspareunia outcome was unknown. The reporter considered cervical dysplasia, dysmenorrhoea and dyspareunia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of ptc incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and dysmenorrhoea ('dysmenorrhea') in a 40-year-old female patient who had essure (batch no. 627748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included aciclovir (acyclovir), estradiol, medroxyprogesterone acetate (depo provera) and tranexamic acid (lysteda). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 1 month 9 days after insertion of essure. On (B)(6) 2009, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding"), cervical dysplasia ("recurrent cervical dysplasia"), painful intercourse ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdomen area pain"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingo-oophorectomy, salpingectomy (bilateral removal of fallopian tubes and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved and the cervical dysplasia, painful intercourse, fatigue, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, cervical dysplasia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and painful intercourse to be related to essure. The reporter commented: patient received treatments pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: outcome of the events abdominal pain lower, excessive bleeding and abnormal bleeding (vaginal) were updated to recovered.seriousness criteria (medically significant) of event genital hemorrhage was removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea") and genital haemorrhage ("excessive bleeding") in a 40-year-old female patient who had essure (batch no. 627748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included aciclovir (acyclovir), estradiol, medroxyprogesterone acetate (depo provera) and tranexamic acid (lysteda). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 1 month 9 days after insertion of essure. On (B)(6) 2009, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), cervical dysplasia ("recurrent cervical dysplasia"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdomen area pain"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingo-oophorectomy, salpingectomy (bilateral removal of fallopian tubes and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the genital haemorrhage, cervical dysplasia, vaginal haemorrhage, menorrhagia, the last episode of dyspareunia, fatigue, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, cervical dysplasia, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, pain, psychological or psychiatric problems condition: depression and mental anguish , lot number were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report. From our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), dysmenorrhoea ('dysmenorrhea') and genital haemorrhage ('excessive bleeding') in a 40-year-old female patient who had essure (batch no. 627748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included aciclovir (acyclovir), estradiol, medroxyprogesterone acetate (depo provera) and tranexamic acid (lysteda). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 1 month 9 days after insertion of essure. On (B)(6) 2009, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), cervical dysplasia ("recurrent cervical dysplasia"), painful intercourse ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdomen area pain"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingo-oophorectomy)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia had resolved and the genital haemorrhage, cervical dysplasia, vaginal haemorrhage, menorrhagia, painful intercourse, fatigue, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, cervical dysplasia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and painful intercourse to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report. From our investigation, this will be provided in a supplementary report.